Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating that she experienced a blood glucose (bg) value of 421mg/dl with nausea and vomiting. The patient reportedly either used the pump for treatment or treated via correction injection. The patient believed that her symptoms were not related to bgs and said that she usually had these symptoms after a meal. The patient reportedly was having issues with bgs for several months. Customer support (cs) reviewed the pump with patient and no issues were noted with the programming/settings on the pump. The patient reportedly was able to deliver an air bolus of 3 units via the pump and stated she was able to see drops come out of the tubing. Cs advised that the symptoms may be due to an absorption issue with the timing of the food or that the pump's settings may need to be adjusted. The patient reportedly is still on insulin pump therapy and the pump is not being returned. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy. It was not clear if the pump's settings needed adjustments or that there was an absorption issue and may have been contributing factors to the patient's bg event.

Manufacturer narrative:
Follow-up #1: date of submission 07/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: a review of the black box revealed data on 06/09/2015 due to continued use of the pump. The black box data and histories for the event have been overwritten. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The battery cap and cartridge cap were not returned; therefore, test caps were used to complete testing. The pump passed the delivery accuracy test and was delivering within required range and delivering accurately. The reported complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.